Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the display was showing the ¿call your doctor¿ icon. It was noted that the patient reported a power on reset (por) condition. It was noted that the patient charged his battery on the night prior to report and saw the por on the day of report. It was noted that the patient had not let the ins go low but was just recharging it. It was noted that the patient saw the por on the day of report but it was no longer there at the time of report.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).